Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised, that they resolved the issue. Initially when the customer removed the iabp from the cart, they left the batteries in the cart. There were no batteries with the iabp unit during transport. The customer resolved the issue by docking the unit back into the cart and batteries.

Event description:
It was reported that while trying to transport a patient, it was noted that the cs300 intra-aortic balloon pump (iabp) would not charge the batteries and only worked off ambulances inverter. The iabp was taken to bio-med awaiting service. No patient harm, serious injury or adverse event was reported.